Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint: "clips get stuck in the jaws of the applier after being locked on target tissue causing tension.¿ failure analysis found the primary failure of instrument grips bent-severely to be related to the customer reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument failed to release the clip after firing. It was initially reported that tension and tearing of tissue occurred. However, additional follow-up with the site revealed: while attempting to clamp a vessel the medium-large clip applier clamped and closed the clip; however, the clip did not release from the jaws after firing. The surgeon utilized another instrument to release the clip. The medium-large clip applier instrument was then removed from use. No injury occurred. No bleeding or repair was reported. The appropriate weck clips were in use. A backup medium-large clip applier was used to complete the case robotically. No photos or videos are available for review. The procedure was completed robotically.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument, but the failure analysis investigation has not been completed. A follow-up MDR will be submitted post-failure analysis evaluation and/or if additional information is obtained.